Manufacturer narrative:
The meter was returned and the complaint was not confirmed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported lost of consciousness after waking up in the morning. The customer was taken to the emergency room where she received a blood sugar reading of 449 mg/dl compare to 100 mg/dl with her adc meter. Customer was diagnosed with dka and treated with insulin shot and IV solution for dehydration. An investigation into the details of this event is in process.